Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, suction alarms were occurring above p4 despite good positioning confirmed via echocardiogram (ECG) and adequate volume status. The ECG showed low right ventricle contractility. The patient ultimately expired while on impella support. No allegations were made toward the impella cp as the cause of death, but medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.